Event description:
It was reported that the customer miscalculated the amount of insulin needed, and delivered too large of a bolus which resulted in low blood glucose (bg) level of 50-60 mg/dl range. Reportedly, the customer fell and as a result the pump touch screen became cracked and unresponsive. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Reportedly, the customer reverted to an alternate method of insulin therapy.